Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. Upon evaluation, the trunk cable cut and all wires were severed. The cause of the test failure is the severed cable. The root cause for the severed cable could not be positively identified. No adverse resulted from the severed cable.